Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to log in. A technical support specialist requested the customer to provide the exact error message encountered during bioid setup. Tss provided instructions to register biometric identifier on an es device by navigating through the main menu, selecting more, opening user preferences, and choosing change biometric identifier. Tss requested the exact error message encountered during setup and advised steps to address potential spoofing issues, including washing hands and cleaning the biometric identifier lens with an alcohol pad and a lint free cloth. Tss also requested the affected username or user ID and the station name for further log review if the issue persisted. No additional feedback was received from the customer. The system functioned as intended after the technical support specialist guided to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a new anesthesia provider was unable to log in because the bioid was not registering. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.